Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing and pacing inhibition for over two seconds. The lead also present noise signals. The lead remains in service. No adverse patient effects were reported.